Event description:
It was reported that during the installation of the equipment, it was found that the serial numbers and production date of the two pressure chambers did not match the serial number and production date of the packaging box. The engineer noticed, the mislabeled pressure chambers had japanese labels. Those without japanese labels have no problems with their production dates. No patient was involved. The second pressure chamber was documented on (B)(4) .

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3, h6 - health effects codes - updated. Product was not returned. Reviewed pictures; confirmed customer's reported problem based on known internal non-conformity and trend of complaints reporting similar issues. Yes, this is a known packaging error by manufacturing. Review of manufacturing records indicated that the recorded box labeling and pressure gauge labelling showed no discrepancy, and both show identical manufacturing dates. Therefore, the non-conforming box labels were applied at some point before shipping to the customer. Inventory transaction shows the device was probably repackaged in japan. A non-conformance investigation was requested into the issue. For all enquiries or follow-up questions related to the record, do not use (B)(6).